Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm frozen display, keypad and display anomaly. Customer's blood glucose at time of incident was 11.0mmol/l. Customer stated that they saw the screen is frozen and pump screen is not completely blank. Customer stated that no alarms occurring or after the buttons stopped responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, unable to verify button keypad anomaly, frozen screen or scrolling number display anomaly due to lcd damaged. The insulin pump had minor scratched display window.